Event description:
Customer reported when an attempt is made to insert the nurse call cable, the cable tends to fall out of the alarm. Customer reported no visible drainage to the port and did not provide a date when this was discovered. No pt incident or injury reported.

Manufacturer narrative:
Results - eval of the returned unit did not confirm the reported issue; nurse call cable does not fall out of the receptacle on its own. However, the nurse call receptacle is loose and due to the nurse call receptacle damage, the nurse call cable does not connect properly. Something loose is heard rattling inside the case. The nurse call light turns on and off intermittently at the nurse call test fixture. The voice only and mute functions cannot be tested since nurse call function is not working properly. Note: instructions for use state: the posey sitter elite is an electronic device. It may fail to work if subjected to severe shock, such as being dropped, or immersed in liquid. To reduce the risk of serious injury or death, test the alarm and sensor for proper operation prior to putting in service with a pt, and each time before leaving the pt unattended. Always test alarm and nurse call function prior to leaving the pt unattended. Activate the alarm (remove pressure from sensor unfasten chair belt sensor, activate pir sensor or remove magnet from race plate) and make sure the nurse call light for the proper bed and room activate in the hall and at the nurse's station. (B)(4).